Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the operating room for a change out due to normal eri. Patient was asymptomatic. Insulation abrasion due to externalized conductors was observed. The physician decided to connect this lead to the new device and continue to monitor the lead with routine follow-ups.